Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that a patient experienced severe inflammation after a cataract extraction procedure with an intraocular lens insertion in the left eye. The surgeon treated it like uveitis. There are two (2) cases from this facility. This is for the first patient. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stating at the one month post-operative visit, she had a red eye with a decrease in visual acuity. Clinically she also presented with a tyndall 3x with fibrin deposits on the implant without any arguments for endophthalmitis. Doctor started treatment with local corticosteroids with a good clinical response: decrease of clinical signs and increase of visual acuity. The patient is no longer painful and the eye is white. Clinically, there is always a tyndall 1x with a major secondary capsulosis and at the bottom of the eye there is papillary edema for which she will have the an angiography. At the end of this examination, they will then decide on a therapeutic approach. It should be noted that this patient has a very moderate spondylarthritis for which she had no treatment and never developed uveitis.

Manufacturer narrative:
(B)(4).